Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 2/6/2026. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require third-party assistance. To resolve the issue, the customer occasionally changed supplies or continued insulin administration without changing any supplies. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use.